Event description:
The customer reported that the jaws would no longer open after sealing and cutting tissue during the first activation. The device was removed from the pt with the use of tweezers. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.